Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that upon reprogramming patient, connectivity out on 0-3 and impedance on electrodes 5, 6 and 11. The cause was not known. Patient was programmed around the stated electrodes. The issue was not resolved. No symptoms were reported and no further complications were reported/anticipated. On 2019-oct-03 additional information was received from the rep. It was reported that the lead connection check showed 0-3 as red x¿s indicating a connection issue. Rep provided an image of the high impedance values. The patient was educated to try new programs to determine if programming around stated electrodes provides relief. Provider was updated. No further complications were reported.